Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the device was returned for evaluation and the clinical observation was confirmed. As received, pipeline flex embolization device found separated into two segments. No bends or kinks were found with the pipeline flex pushwire. The pipeline flex distal hypotube does not appear to be stretched and the ptfe shrink tubing was intact. However, the pipeline flex distal hypotube was found separated proximal to the bumper. The proximal bumper, re-sheathing pad and re-sheathing marker, distal and proximal dps restraints, and dps sleeves were found intact and in good condition. The tip coil appears to be in good condition. The braid was not returned as it was reported to be implanted within the patient. No other anomalies were observed. The pipeline flex broken hypotube was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) analysis. Per the analysis report, most of the fracture surfaces exhibit significant corrosion damage and surface contamination. It is not pos sible to determine the failure mode based on the testing performed. Based on the formal investigation conducted, pushwire separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. The patient vessel tortuosity was ¿minimal¿. In this event the cause was determined to be use related (excessive force) as ¿there was a perceived difficulty in bringing the pushwire back into the microcatheter after a series of attempts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-325-14 the pipeline flew with shield braid will not be returned as it implanted in the patient; however, the pushwire is requested to be return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pushwire separation of the pipeline flex with shield device after pipeline implantation. The patient underwent embolization treatment for a small unruptured saccular bifurcation internal carotid artery (ica), measuring 2mmx1.5mm, distal landing zone 2.62mm proximal 3.31mm. The vessel was observed minimal tortuous. After the pipeline deployment, the physician used the microcatheter to navigate inside the device implanted in order to resume the distal pushwire there was a perceived difficulty in bringing the pushwire back into the microcatheter after a series of attempts. The physician had the perception that part of the pushwire had dislocated from the delivery system when the system was taken away from the patient. It was found that the most distal portion of the pushwire was separated from the rest. There were not any patient symptoms or complications associated with this event. The pipeline was used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Post procedure angiography result shows visible flow reduction inside the aneurysm without embolic complication in the parent artery.

Manufacturer narrative:
D4 - expiration date - additional information h4: device mfg date - additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.